Event description:
Reporter stated that customer received the following results on 4 different meters within 3 minutes: 6.3 mmol/l (mobile system 1) 6.9 mmol/l (mobile system 2) 3.9 mmol/l (aviva nano system 1) 3.9 mmol/l (aviva nano system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier: (B)(6) for mobile system 2 (B)(6) for aviva nano system 1 (B)(6) for aviva nano system 2.